Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. The device was not returned for analysis. Potential causes for the issue experienced are: 1. The device detected an air leak or blockage and paused therapy so the issue could be rectified and 2. The dressing was saturated and needed to be changed. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient called in stating that he underwent a total knee replacement last week. On monday ((B)(6) 2020) , a dressing change and new pico 7 device were placed. Today ((B)(6)), the patient tried two different sets of batteries, placing them in their proper position, and although the lights came on momentarily, no lights stayed on. The patient was instructed to consult with his provider for further medical guidance. The patient is aware that a product complaint is being submitted. No additional information is available at this time.